Manufacturer narrative:
An event of device embolization and explant of the device was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2020 a 34mm asd device was prepped and delivered to the defect. The patient has a baseline rhythm of sinus rhythm. Significant residual shunting was noted on an echo and the 34mm device was not released due to residual shunting by echo. A 36mm asd device was prepped and delivered to the defect. The echo showed no residual shunt and was stable. The device was released and appeared to remain in a stable position on tee. Approximately 3 minutes later the patient experienced ventricular ectopy and tee confirmed that the device had embolized into the right atrium. The patient returned to sinus rhythm soon after. The 36mm device was retrieved in the or and the defect was closed surgically with a patch. There was no clinically significant delay. The patient remained stable through out the entire procedure.